Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A sample was returned to baxter and an evaluation was completed. A service history review was performed and revealed no issues that could have caused or contributed to the reported issue. Internal and external inspection and functional testing were performed and did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had an unknown system error alarm on the homechoice (hc) device during an unknown step of peritoneal dialysis (pd) therapy. It is unknown if the home patient was connected. It is unknown how the home patient completed therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.